Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia* universal roticulator* 60-4.8 single use loading unit. Visual inspection of the returned product noted that the loading unit was pre-fired with the interlock engaged. The jaws were open. The clamping mechanism was deformed. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was over ridden, and the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities found in device. Additionally, the investigation detected a unreported condition of pre-fired and clamping mechanism deformed that has no relationship to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, using the first reload, the surgeon was able to press the green button, squeezed the handle, but no staples could be fired. The second reload could not continue to be fired when it was fired. The reload with a thicker nail height was still unable to be fired. Another reload was used to complete the case. There was no patient injury.